Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the foley catheter was disconnecting. The tubing becoming disconnected from the bag at the green port site. The clinicians have been using the securement devices and have continued to see the disconnection occur. There was no patient harm reported.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. One decontaminated sample was received at the manufacturing site for evaluation. The sample arrived without the original packaging and without a lot number. Upon a visual evaluation of the sample, the reported issue was confirmed; the catheter was observed to be separated from the connector. A root cause analysis indicated that the issue is associated with the manufacturing process. As part of continuous improvements, a corrective action has been opened to address the reported issue through a more robust investigation. This action is designed to prevent the reoccurrence of the reported condition. This complaint will be used for tracking and trending purposes.